Event description:
It was reported that an alert was detected for suspension of right ventricular automatic threshold test. Technical services (ts) analyzed presenting electrogram (egm) and determined that rvat failed due to low evoked response amplitude. It was noted that the amplitudes have been decreasing since implant from 10.3 mv to approximately 3 mv. The right ventricular (rv) lead was placed in the left anterior bundle which is considered off-label use. It was noted that the patient has sick sinus syndrome (sss). Lead measurements were within normal range. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information received, this right ventricular (rv) lead was explanted because there was a lack of slack that pulled lead back. Another lead was successfully placed. No additional adverse patient effects were reported. This product will not be returned to boston scientific for investigation at this time.